Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter. The customer experienced hyperglycemia and was treated with pump. The event involved product(s) mmt-1884, mmt-431ag and mmt-342g. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported high bg event. Customer declined to continue with further troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-431ag and mmt-342g. The customer discontinued the use of the pump. Mmt-1884 was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, lcd flex tail and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and label damage (stained). Blank display due to moisture damage on the pcba 1, pcba 2, lcd flex tail and lcd assembly. Unable to confirm no communication pump to transmitter (unresolved) due to blank display. Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.